Event description:
The user is questioning the "no shock advised" notification on what appeared to be a shockable rhythm. Two more shocks were delivered to the patient but the patient did not survive.

Manufacturer narrative:
(B)(4).